Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly, patient femur subsided spin 90 degree dislocated patella dislocated hinge femur was cut above the stem and above implants were used.